Event description:
It was reported that during an unknown procedure, it was observed that the device froze and its knife did not return back after firing they tried the reverse button but it did not work; and eventually, had to use the manual over ride to return the knife and open the gun. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4: batch#: 246d41. Additional information was requested, and the following was obtained: please clarify if there were any patient consequences? No. 2. Please clarify if there were any change in the post-operative care of the patient as a result of the event? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a gst60w reload present. The reload was received fully fired with the reload pan bent and partially dislodged from the left proximal side. In addition, 1 double driver missing. During visual inspection, the bailout door was noted to be out of position; additionally, the bailout lever was damaged, likely due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event described of difficult to open, would not reverse knife automatic and would not reverse button force could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record was performed for the finished device psee60a lot number: c9ew4m and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 246d41, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.